Manufacturer narrative:
Device available for evaluation updated. Service repair ((B)(6) 2014) : booted up twice prior to replacing and saw; no indication of a problem. The top cover and the desiccant were replaced. The laser system was tested and verified to meet manufacturer¿s specifications. Supplier analysis report (october 7, 2014): returned top cover. Could not confirm customer report of "clicking sound from the machine". No problem found. Reprogram and retest and pass. Product evaluation summary: supplier evaluation of the top cover noted that ¿clicking sound from the machine¿ issue could not be confirmed and no problem was found.

Event description:
It was reported that prior to a procedure, the hps had clicking sound that was noticed for approximately 10 minutes. The patient had been administered anesthesia and the case was canceled. The customer was unable to clear the error that occurred. There was no report of a patient injury; however, the manufacturer is filing this as device malfunction for non-completion of case.